Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 IFU (rev. C) is currently available. Section 1 entitled ¿introduction¿ lists respiratory failure and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4), FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2021 with worsening dyspnea associated with a couple of pounds of weight gain and abdominal fullness. The patient was in acute respiratory failure secondary to acute on chronic heart failure exacerbation. The patient was placed on 5 liters of oxygen by nasal cannula at 100%. Exam was consistent with volume overload with jugular venous pressure elevation and peripheral edema and abdominal fullness. Intravenous diuresis was administered with goal to decongest.